Event description:
It was reported that while the patient was in the hospital and upon changing to renasys go, the pump began to false alarm blockage and was noticeably loud. Pump was exchanged the same day at the hospital prior to patient discharge. No disruption of service.

Manufacturer narrative:
The device, was used in treatment was returned for evaluation, establishing a relationship between the event reported and the device. Visual inspection of the returned device noted cracked casing. Functional evaluation revealed loud operation of the pump and the device failed pressure test and "blockage/ full canister" alarm was observed. Further investigation revealed that the blue vacuum tube set inside the device was pinched. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture. A complaint history review was performed for the product family and failure mode reported, there have been further instances. Root cause is determined to be a component failure. Smith and nephew will continue to monitor for any adverse trends relating to this product. No further investigation is required. (B)(4).